Event description:
It was reported that during internal penetration testing product security became aware of an issue within the wireless card firmware. The issue description is the following: ¿the laird som 60 series wireless card firmware contains a weak user credential and password used for software updates leveraging ftp.¿ there was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Root cause: the root cause of the reported weak credentials in wireless card firmware issue is being attributed to the vendor who provides wireless cards for the alaris pcu in which the vendor uses poor password management practices in their product implementation.

Event description:
It was reported that during internal penetration testing product security became aware of an issue within the wireless card firmware. The issue description is the following: ¿the laird som 60 series wireless card firmware contains a weak user credential and password used for software updates leveraging ftp.¿ there was no patient involvement.

Event description:
It was reported that during internal penetration testing product security became aware of an issue within the wireless card firmware. The issue description is the following: ¿the laird som 60 series wireless card firmware contains a weak user credential and password used for software updates leveraging ftp.¿ there was no patient involvement.

Manufacturer narrative:
Omit: b15 - analysis of information provided by user/third party. Additional information: imdrf annex b code and manufacturer narrative. Investigation summary: the reported issue of weak credentials in wireless card firmware could not be confirmed or replicated during this investigation; however, this issue has been evaluated through the product security team. The bd product security performed a routine product penetration test through the external company praetorian. This test reported evidence of weak user credentials and password in the laird som60 wireless card firmware used for software updates leveraging ftp. When attacking the wireless card, one of the possible scenarios that could occur according to the investigation is the following: an attacker with physical access to the pcu removes the som60 wireless card and retrieve the compressed wireless card firmware. By decompressing the firmware, the attacker obtains access to stored encrypted secrets on the wireless card. After retrieving encrypted values, brute-forcing those credentials leads to breaking weak passwords, such as those used for file transfers from the pcu into the wireless card. Vulnerability impact. The attacker could then use the obtained credentials to push malicious files to the wireless card but will need to also be able to tell the wireless card where the file is located, what its purpose is, and how to use it - this communication is done via a separate tcp socket. Since the data stored on the ftp server is in volatile memory on the som60 card, any files pushed to the card must be done while the card is connected to the pcu. Removal of the card erases volatile memory, leaving the ftp server empty when it is powered back on. Laboratory testing could not be performed; devices/products were not returned for investigation. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.